Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during an unknown step of peritoneal dialysis therapy. The home patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.